Event description:
Information received from the field notes that post valve replacement and bypass surgery, the device could not be interrogated. Two download attempts were not successful. The magnet response was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative